Manufacturer narrative:
The device passed the displacement test and rewind test. The device had a compromised force sensor system during basic occlusion test, due to loose and or protruded drive support disk. The device had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked batter tube threads, cracked belt clip slot, and missing end cap sticker.

Event description:
The customer reported via phone call of compromised forced sensor alarm on their insulin pump. The customer's blood glucose was 150mg/dl. The customer states that insulin is squirting out during the manual prime process. Troubleshoot was conducted, and the drive support cap was found to be protruded. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.